Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001087 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. The hemostatic valve was leaking back blood. The sheath was flushed and saline solution was flowing from the back end of the sheath as well. The sheath was replaced and the issue was resolved. The procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There¿s no indication that the bleed back was excessive nor that patient¿s hemodynamics was compromised or that any intervention was required; therefore, this event was not assessed as a patient event but a MDR reportable hemostatic valve separation product malfunction since it was most likely that the leakage of blood/fluid occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
Additional information was received on 1/11/2021. There was no visible damage to the sheath. No air entered the patient¿s body. No interventions were required. Initially it was reported that it was assessed that there was hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation on 1/21/2021. The biosense webster, inc. Product analysis lab observed on 1/25/2021 that the device was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 2/8/2021 observed a correction to the 3500a initial. It should have also included the h6. Medical device problem code of ¿fluid leak¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 3/4/2021, observed a correction to the 3500a follow-up #1 as in h10. Additional manufacturer narrative it was provided that the biosense webster, inc. Product analysis lab received the device for evaluation on 1/21/2021; however, it should have also included the completion of the following fields: d9. Date device returned to manufacturer. D9. Device available for evaluation? D9. Is device returned to manufacturer? Therefore, these fields have been processed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 27-feb-2023, the product investigation was reopen to clarify/correct the investigation findings which resulted in the following changes/corrections. - initially reported, ¿irrigation test was performed, in accordance with bwi procedures. The device failed the test since a water leakage was observed in the irrigation hub.¿ corrected to, ¿irrigation test was performed, in accordance with bwi procedures. The device failed the test since a water leakage was observed in the three-way stopcock.¿ - added, ¿based on this failure mode, an internal corrective action was opened to investigate the fissure in three-way stopcock issue.¿ the codes were also corrected under h6. Component code, h6. Investigation findings and h6. Investigation conclusions. These fields were updated accordingly.

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large a hemostatic valve separation issue occurred. The hemostatic valve was leaking back blood. The sheath was flushed and saline solution was flowing from the back end of the sheath as well. The sheath was replaced and the issue was resolved. The procedure continued. Additional information was received. There was no visible damage to the sheath. No air entered the patient¿s body. No interventions were required. The device evaluation was completed on 5/21/2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection, microscopic and irrigation evaluation of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged and deformed inside of the hub. The brim cap and friction ring remained intact in the vizigo sheath. Irrigation test was performed, in accordance with bwi procedures. The device failed the test since a water leakage was observed in the irrigation hub. It was observed that the irrigation port was found broken like a fissure damage. For this reason, the device was reviewed per supplier and confirmed that the irrigation port damage could be related with the component and it was escalated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the hemostatic valve failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).